Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was treated with manual injection. But still her blood glucose is 600 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer was advised to have test for keytones and if they are high to consider taking her to the emergency room since they are unable to contact the doctor or trainer. The customer stated that they will test and go from there.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.